Manufacturer narrative:
H.10: the device was investigated at the manufacturer site. A wire of the hall sensor/motor control board was found to be defective. The complete motor control board was replaced and the issue solved. It is likely that fluid ingress contributed to the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). The device was requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the speed of a centrifugal pump 5 (cp5) is unstable. The reported issue was identified during maintenance. There was no patient involvement.